Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted.

Event description:
It was reported to boston scientific corp in 2008 that an enovive safety peg kits push method device was used during a percutaneous endoscopic gastrostomy placement procedure performed four days prior. According to the complainant, during the procedure, "the wire would not go through the tubing outside the pt". The procedure was completed with another endovive safety peg kits push method device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".